Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 450 mg/dl to 600 mg/dl last night. Customer will call back to troubleshoot. The insulin pump will not be returned for analysis.